Event description:
It was reported that the patient underwent a revision procedure due to the pump not working and fluid missing from the pump but the fluid leak was unknown with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted.